Manufacturer narrative:
Device not returned to MFR for evaluation.

Event description:
During a right total knee arthroplasty, while placing the holding pin for the cutting block on the pt's knee the pin broke. Surgeon was unable to retrieve the broken portion, left in-situ.